Manufacturer narrative:
A piece of the patient's discolored cannula will be sent to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the tah-t cannulae were discolored. There was no reported adverse patient impact.

Manufacturer narrative:
Visual inspection of the returned cannula piece confirmed the reported issue of discoloration. The investigation could not definitively determine the root cause of the customer-reported discoloration, but it is consistent with previously reported cannula discoloration. It is most likely that the darkening of the cannulae resulted from exposure to environmental factors in the patient's surroundings. The freedom driver system operator manual (f-900014) and the freedom driver system guidebook for patients and caregivers (f-900015) instruct patients to examine their cannulae regularly and to not use cleaners on the drivelines, cannulae, drivers or driver accessories. Users are to use extreme care when cleaning the freedom driver and drivelines, and to wipe the drivelines gently with a soft, clean cloth lightly dampened only with water. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1 (2 of 2).